Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a motor error alarm. The blood glucose reading was 209 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field. He stated that he was able to complete the rewind sequence. Customer also received a no delivery alarm before the motor error alarm, and that it had been resolved by a complete set change. Nothing further was reported.